Event description:
During the device evaluation, the flex deflectable videoscope was found to exhibit peeling adhesive at the device objective lens and scratches on the metal distal tip. There was no patient involvement and no harm was reported as a result of the event.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root case of the observed objective lens adhesive peeling/degradation and the scratched device distal end could not be determined, however, the issues are known inherent risks of the device and were likely the result of stress due to repetitive use, handling and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.